Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a bloodback event. There was no patient harm reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a fluid draw back into the system. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed excessive water condensation backed up into pim module. Performed water condensation removal procedure. Unit was unable to pass pim leak test. Pim on back order. Fse will continue repair when parts were made available. Allowed pim to dry out thoroughly and this corrected the issue. Device passed functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.